Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they received three motor error alarms in a row. Customer's blood glucose was unknown. The customer could not recall any significant events leading to the alarm. The customer stated the drive support cap appeared to be normal. Customer also stated they were able to complete the rewind sequence on their insulin pump, but an unexpected restart alarm occurred. Customer was then prompted to perform the rewind sequence again. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. The insulin pump has a47 alarm in the history due to corrupted history file. Unable to perform a21 error test due to motor error alarm at bolus delivery also, unable to verify a21 and a17 alarm due to motor error alarm. The insulin pump passed displacement, basic occlusion and prime/a33 tests. No cosmetic damage noted.